Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok keypad buttons were unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: 01/26/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had intermittent response and required multiple presses to evoke a response. The up arrow button required increased force to respond. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, the display screen was noted to be dim, faded and discolored. Also unrelated to the complaint, the battery compartment was cracked below the finger pad extending to the primary seal.